Event description:
The customer reported obtaining high sodium (na) patient results on their au480 clinical chemistry analyzer. The customer repeated the patient sample with unknown method and considered low results correct. There was no change to treatment, injury or death associated with this event. The customer did not provide patient demographics. The customer provided an example of patient results.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found multiple hardware parts were damaged, including the ise sample pot, vacuum pump float, ise mixer and reagent r1 probe. The fse replaced the ise sample pot, the pump float, the ise mixer, the buffer valve, and the reagent r1 probe to resolve the issue. The fse performed calibration, selectivity checks, and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).